Manufacturer narrative:
The pump was returned to animas. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed; however, testing confirmed intermittent responses to button presses on keypad. It was noted that multiple button presses are required before the buttons will engage. The buttons did not have normal spring back click. In addition, there was evidence of adhesive/contamination found under all key contacts when the keypad was removed.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the keypad buttons were intermittently unresponsive and had to be pressed multiple times in order to elicit a response. There was no reported patient impact associated with this complaint.